Event description:
The facility reports the reisdent was lifted out of the water with the lifter. The resident was able to get self out of the lifter. When the lifter was lowered, the chair did not go down. When the learning nurse was pulling on the chair, the chair was falling on the floor with the resident in it. The foot of the nurse and the leg of the resident were under the chair. The resident suffered a graze on the shinbone.